Event description:
Related to MFR report # 2183959-2012-00221, 00220. The pt was implanted with an ams monarc sling on (B)(6) 2005. It was reported that the pt experienced serious bodily injuries, pain, erosion of her internal bodily tissue, dyspareunia, additional surgery and other injuries. The report indicates that the pt required additional surgeries on (B)(6) 2005, (B)(6) 2008, (B)(6) 2010, (B)(6) 2012, (B)(6) 2011, and (B)(6) 2011. It was also reported that the pt has "sustained permanent injury."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.